Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the continuous glucose monitor (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect cgm data which may lead to bg excursions.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: evaluation revealed that the product was returned. Visual inspection found no damage or defect to the sensor. Sensor wire length was found to be in specifications. No defect found.